Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04045. The pt received three leads (two with the same lot number on (B)(6) 2011. It was reported that pt was not receiving enough stimulation in her buttock area postoperative. In addition, one lead was only providing abdominal stimulation. Reprogramming was unable to resolve the issue. X-ray revealed one lead had migrated downward and to the right. It also revealed another lead was anterior. On (B)(6) 2011, all of the leads were replaced. It was reported the pt was programmed postoperative and she received effective stimulation and coverage with the replacement.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.